Event description:
Boston scientific received information that during an implant procedure, this lead was successfully placed and the helix extended, resulting in favorable measurements through a pacing system analyzer. When the lead was connected to the associated device, pacing threshold and impedance measurements were then, out of range. An attempt was made to retract the helix in order to reposition the lead; however, the helix could not be retracted and the lead was removed/explanted. The lead was later returned to boston scientific for laboratory analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present in the helix housing. An x-ray confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to retract the helix.